Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging insulin pump for under delivery. The customer blood glucose level was 350 mg/dl at the time of incident. Customer stated that they already went down to 290 mg/dl and other blood glucose value was 304 mg/dl and 333 mg/dl. The customer was assisted with troubleshooting. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reported that insulin was leak. Customer stated insulin exited at the quick release. Customer states the cannula was bent. The insulin pump will not be returned for analysis.